Manufacturer narrative:
The rse evaluated the device remotely. It was determined that the self-test was failed because the defibrillator handle was not installed properly. After fixing the handle properly, the device passed the self-test and returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that ¿the device had self-test failure¿ . There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.